Manufacturer narrative:
Zoll has received the product for evaluation, however, the investigation is pending. A follow up report will be filed when the investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (B)(4) was used to resuscitate a patient (35 years old, 225 lbs) in cardiac arrest. Per the reporter, the patient had a history of asthma and was on albuterol. The cause of cardiac arrest was presumed respiratory arrest, and it was witnessed. The manual CPR was performed by the bystander for 7 minutes and then continued by the first responders for 6 minutes. The patient was placed on the platform, however, the platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message and the lifeband would not retract. The battery was replaced, however, the user could not clear the (ua) 41 error message. The ems crew immediately switched to manual CPR for 30 minutes. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead on the scene by the lead paramedic. Per the reporter, the patient's death was not related to the autopulse platform. The customer stated that the autopulse platform is stored in the autopulse quick case in an outside compartment on the ambulance. During the call, the platform was placed on the gravel and dirt driveway with a minimal angle. The ambient temperature was 60-70 degrees.

Event description:
The autopulse platform (sn (B)(6)) was used to resuscitate a patient (35 years old, 225 lbs) in cardiac arrest. Per the reporter, the patient had a history of asthma and was on albuterol. The cause of cardiac arrest was presumed respiratory arrest, and it was witnessed. The manual CPR was performed by the bystander for 7 minutes and then continued by the first responders for 6 minutes. The patient was placed on the platform, however, the platform displayed fault 41 (patient temperature sensor failure) message and the lifeband would not retract. The battery was replaced, however, the user could not clear the fault 41 message. The ems crew immediately switched to manual CPR for 30 minutes. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead on the scene by the lead paramedic. Per the reporter, the patient's death was not related to the autopulse platform. The customer stated that the autopulse platform is stored in the autopulse quick case in an outside compartment on the ambulance. During the call, the platform was placed on the gravel and dirt driveway with a minimal angle. The ambient temperature was 60-70 degrees.

Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(6)) displayed fault 41 (patient temperature sensor failure) message was confirmed in the archive review but not during the initial functional testing. The autopulse platform worked as intended. As per the customer, the autopulse platform is stored in an outside compartment on the ambulance and the platform was placed on the gravel and dirt driveway during the call. Factors such as ambient storage conditions (e.g. A fire truck sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours) as well as using the platform on a soft surface that may block air vents or a failed temperature sensor, will increase the internal temperature of the autopulse platform and can cause the occurrence of a fault 41 error message. In this case, the temperature values did not correlate to actual ambient temperatures, and the archive file revealed that the temperature sensor reading during the reported deployment was 127°c. Therefore, the temperature sensor was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. During visual inspection, unrelated to the reported complaint, the encoder drive shaft did not rotate smoothly and exhibited binding and resistance. The sticky clutch was likely attributed to wear and tear. Deburring was performed to remedy the sticky clutch. The autopulse platform was manufactured in 2015 and it is more than 7 years old, past its expected serviceable life of 5 years. The autopulse platform passed the initial functional test without any fault or error. The temperature sensors and the cable connections to the power distribution board (pdb) were inspected and found no issues. The temperature sensor resistance was checked by blowing hot and cool air directly to the location of the temperature sensor mounted, and the sensor responded respectively to the temperature increase/decrease. In addition, the platform fan was checked and verified to provide cooling to the heat-producing components of the platform. No malfunction was found, and the reported fault 41 message could not be replicated. A review of the archive data showed multiple fault 41 error messages occurred around the reported event date, thus confirming the reported complaint. Based on the archive data, the patient contact surface temperature sensor values were outside of the normal range of 45°c during power-on-self-test or take-up. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(6).